Manufacturer narrative:
Product event summary: at analysis the generator passed all incoming testing and it was further noted that the device was received in good mechanical condition. The device failed its final test however, producing an error which indicated that its main board was defective. Its main printed circuit board and battery were replaced, the device was checked, calibrated and cleaned and when it was then tested on the automated testing system it passed all tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator was returned for an unknown failure and functional check and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that after replacing the eeprom (electrically erasable programmable read-only memory) the device powered up normally. The de vice was run on the automated test console, all tests passed. The log had an error, this error was related to a communication error between the die stack and the microprocessor. The eeprom can be corrupted if the device suddenly powers off while the microprocessor is writing new values to the eeprom. The device batteries were measured at 1.48v. The device requires a minimum battery voltage of 1.6v. Conclusion: confirmed the error, eeprom was corrupt.